Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the cause of the ins being off was not known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported that they usually check their ins every 24 hours but they are not seeing what they normally do. It was determined the ins was in icon mode, and not text mode. The patient was testing the ins, and stated they were not getting the proper test and they are not hearing anything like they usually do. The patient believed the ins was off because of the way they were shaking. They stated that they do not know what happened and they have a return of tremors just a little bit prior. The patient stated they were driving so they stopped because they aren't feeling very right and it was getting worse and worse. Technical services assisted the patient in changing the ins to text mode. It was then determined that the ins was off and okay. The patient was assisted in turning the ins back on, and the patient stated they are feeling a lot better now. The patient stated they just need to cool off and they will be back to normal, saying that it was probably the heat more than anything. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.